Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Review of the device data log did not show any findings. Functional testing included use testing. The pump was started in application and no problems were found with double beeping. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.

Manufacturer narrative:
Updated date of event, event, and adverse event problem. One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the device lost power on 10/3/2018. Service will re-download the software and install new batteries. Use testing was performed. The problem source is unknown.